Event description:
Ems personnel responded to a semi-conscious pt in an apparent heroin overdose. The pt was being monitored en route to the hospital and allegedly the monitor indicated a low battery condition. The operator replaced the battery and observed the pt to be in ventricular fibrillation. Reportedly the low battery alarm was activated a second time and the monitor lost power. A third battery was installed and the pt was observed to be asystolic. It was reported by the operator that defibrillation therapy was administered due to equipment failure. The pt was not resuscitated.